Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and then customer received motor error multiple times during bolus attempt. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error and customer was able to rewind once but then not again. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion test, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked reservoir tube lip and minor scratches on the display window noted.